Event description:
It was reported the insulin pump alarmed motor error while the customer was asleep. Customer's blood glucose level was 128 mg/dl. Customer's mother reported the customer did jump into the pool with the device and got right out about a week before the alarm. Customer's mother stated the device dried up and seemed to be working. Customer's mom also stated the customer sweats a lot and is wearing the device next to the skin majority of the time. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. The insulin pump had moisture damage on the electronic assembly. The insulin pump passed the displacement test, basic occlusion test, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test and no motor error alarm was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.